Event description:
During cataract removal surgery, the laser did not appear to be working. A new fiber g probe was used and laser misfired. Surgeon stopped procedure. No harm but doctor not sure if procedure was effective for cataract removal.